Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, d6a: date of event/procedure/implant estimated as (B)(6) 2025 d4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported as a general comment that the physician does not use the xience stent because the stent is not visible under fluoro after deployment. No additional information was provided.